Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was recevied for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the primary IV set was found disconnected from the patient's "cap" which is believed to be a non-carefusion needle free connector. A "minimal amount of fluid" leaked onto the floor. Both the cap and the IV tubing were replaced. No harm was reported.